Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant follow-up, the right ventricular lead had become dislodged and exhibited a loss of capture. No patient symptoms were reported. The lead was successfully revised on (B)(6) 2015.